Event description:
It was reported that during a stenting treatment procedure, upon retrieval through a guide catheter the balloon tore. The 95% stenosed, 3.0mm in diameter, lesion being treated was located in the severely tortuous, severely calcified left circumflex (lcx). The lesion was predilated with a 2.0x15mm maverick balloon. Rotablation was performed and a 2.75x15mm promus stent was deployed distally and a second 2.75x15mm promus stent was deployed proximally. When the 2.75x15mm promus stent delivery system balloon was being brought back into the mach1 guide catheter, the stent balloon 'caught on something and tore apart' leaving part of the balloon in the artery. To prevent the material from embolizing the physician stented over top of the balloon material. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the balloon rupture occurred as the physician was removing the delivery system from the vessel. The physician does not feel the mach1 guide catheter caused/contributed to the event.

Event description:
It was further reported that the balloon rupture occurred as the physician was removing the delivery system from the vessel. The physician does not feel the mach1 guide catheter caused/contributed to the event.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a mach1 guide catheter with no original packaging or other devices. The inner diameter (ID) of the mach 1 was measured at the distal tip and the proximal end and found to be within specification. There was not any damage to the device. A new sds (stent delivery system) catheter was passed through the entire length of the catheter with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)